Manufacturer narrative:
The explant due to infection was reported in 2017865-2022-08542.

Event description:
It was reported that the patient presented for an explant procedure due to infection. Prior to the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth and wand telemetry functionality. No intervention was performed to resolve the telemetry loss. There were no patient consequences.

Event description:
Related manufacturer report number: 2017865-2022-13078. Related manufacturer report number: 2017865-2022-13079. It was reported that the patient presented for an explant procedure due to infection. Prior to the procedure, it was noted that the implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. No intervention was performed to resolve the telemetry loss. There were no patient consequences.